Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported a patient complaining of poor vision and eye turn in the left eye approximately six months post lasik. The patient stated "eye wanders and having trouble seeing". The site called the patient to set up an appointment. Upon follow up, the patient was last seen approximately five months ago and was doing well at that time. The patient has not been in since. The site has called and offered the patient to come in to have symptoms evaluated but the patient has not scheduled an appointment. The information received was via a phone conversation with the patient. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).